Event description:
It was reported that the customer was in the hospital with an unrelated diabetes issue; he had his hip pinned. It was stated that the customer has been off the insulin pump since (B)(6) 2014 when he was admitted. Customer's wife stated that the insulin pump was alarming no delivery and requested assistance with clearing the alarm. It was stated that the customer's blood glucose was a little high when he was admitted to the hospital but it is stable now. Customer is having some issues with confusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.